Manufacturer narrative:
The leaking of glycol fluid was observed under the thermogard ivtm system (serial #(B)(4) was evaluated at customer site. The theromgard system was filled with glycol liquid inside the reservoir and observed leak from the drain pipe coupler. The root cause of the leak was due to a damaged drain coupler, the rubber ring seal came off from the drain coupler. This type of damaged component was likely attributed to wear and tear as the thermogard system is over 10 years old. The themogard system was manufactured in november 2009, well past beyond its serviceable life of 5 years. The drain coupler needs to be replaced to remedy this issue. During visual inspection, no physical damage was observed on the thermogard system. The coolant level was low. During event log review. No errors or discrepancies was recorded. The initial functional testing of the thermogard system passed without any fault or error. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During console check, customer reported that leaking of glycol fluid was observed under the thermogard ivtm system (serial #(B)(4). No alarm or error was generated from the console. No patient involvement.